Event description:
It was reported that the reamer part fell off. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The examination of complained instrument has shown that the front sleeve has actually come off from the rod. Since this device has been in use for 10 years and we have had no previous complaints whatsoever with this article from the market, we assume that the damage is a result of normal wear and tear. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. Since this device has been in use for 10 years with no previous complaints from the market, we assume that the damage is a result of normal wear and tear and the complaint condition is due to the normal conditions of use.